Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the accucath wire was checked prior to insertion. It was stated that the insertion of the needle, deployment of the guidewire then catheter was smooth without any issues or resistance noted. Upon attempting to safety the device, it would not fully safety. The housing and catheter were removed together. It was stated there was no patient injury.